Event description:
It was reported that the bd micro-fine¿+ pen needle failed to inject medication into the muscle. The following information was provided by the initial reporter, translated from chinese: "the patient needed to use a single-use injection pen needle due to "diabetes". During the injection, he found that... The drug could not be injected into the muscle".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle failed to inject medication into the muscle. The following information was provided by the initial reporter, translated from chinese: "the patient needed to use a single-use injection pen needle due to "diabetes". During the injection, he found that... The drug could not be injected into the muscle"